Event description:
It was reported to boston scientific corporation that a hydro thermablator (hta) endometrial ablation system was being inspected by the sales rep outside of a procedure. According to the complainant, the console failed four ground continuity tests on the same day. The console was tested off of its pedestal and with to different plugs. It is suspected by the sales representative that a loose power cord contributed to the failures. No patient involvement.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the genesys console appeared to be in good condition. The unit passed the genesys hta functional feature test with no alarms or error messages observed. Upon further diagnostics, a safety test was performed on the console. The power cord was manipulated at the receptacle of the unit in an attempt to duplicate the reported problem. The unit passed the leakage & earth resistance safety test and ac current draw test. The console passed the safety test and was opened and visually inspected for loose connections and loose or missing hardware. No loose connections or loose or missing hardware was found. As the reported problem was not duplicated during the testing of the genesys console, the most probable root cause is not confirmed.

Event description:
It was reported to boston scientific corporation that a hydro thermablator (hta) endometrial ablation system was being inspected by the sales rep outside of a procedure. According to the complainant, the console failed four ground continuity tests on the same day. The console was tested off of its pedestal and with to different plugs. It is suspected by the sales representative that a loose power cord contributed to the failures. No patient involvement.